Event description:
An attorney reports that client sustained permanent and uncorrectable damage and injury to both eyes following lasik surgery in 2003. The attorney further states, a corneal transplant may be an option for one or both eyes. Additional info has been requested.